Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor woke him up during the night and the insulin pump had suspended. Customer stated the device had suspended as the sensor was reading 40 mg/dl, but his actual blood glucose was 120 mg/dl. The customer declined to troubleshoot. The customer expressed his happiness about the products. Nothing was replaced or returned.